Event description:
During an endobronchial ultrasound (ebus) procedure, two (2) balloons with holes found prior to patient approach, three (3) failed during procedure as they would not inflate. No harm to patient. This portion of the procedure was aborted. All balloons from the same lot number.

Event description:
During an endobronchial ultrasound (ebus) procedure, two (2) balloons with holes found prior to patient approach, three (3) failed during procedure as they would not inflate. No harm to patient. This portion of the procedure was aborted. All balloons from the same lot number.